Manufacturer narrative:
(B)(4). Result of investigation: the equipment was received in vyaire facility. The service technician visually inspected the unit no anomally was found, and was unable to duplicate the reported event. Installed gas deliver engine(gde) on to a known good gde test station and powered in to user mode, gde cycled normally. Performed extended systems test (est) and passed test. Cycled the power into service mode and conducted flow control valve characterization, both passed test. Set up gde into run in settings as per test standard and allowed unit to cycle for 30 minutes. No issues were after cycling for 30 minutes. Vyaire medical will submit supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator alarmed ventilator inoperable. At this time, there is no information regarding patient involvement associated with the reported event.